Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic after having syncopal episodes. High rate segms revealed noise on the ventricular channel which was reproduced when the patient touched his toes. Capture thresholds were 4 v at o.8 ms. Oversensing was noted in the unipolar configuration. The patient was paced in the atrium about 99 percent of the time with intact ventricular conduction. The device was programmed to the aair mode.